Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient stimulation not reaching her target areas despite reprogramming attempts. It was also reported that since implant, patient stiimulation has been in the wrong area. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7053608/7062634.

Event description:
It was reported that the patients stimulation was not reaching her target areas despite reprogramming attempts. It was also reported that since implant, the patient stimulation has been in the wrong area. The patient underwent a spinal cord stimulator (scs) system explant procedure.